Manufacturer narrative:
Reported event of fiber broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that an accumax 365 laser fiber was used during a laser lithotripsy procedure in the ureter performed on (B)(6) 2015. Reportedly, the laser unit was a dornier console with 10hz x 800mj settings. According to the complainant, during the procedure, the laser fiber broke off in half inside the flexible ureteroscope. The broken fragment did not fall into the patient and was contained within the scope. The broken fiber was successfully retrieved along with the scope and the procedure was completed with another accumax 365 laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
An accumax 365 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the laser fiber was broken into two pieces. The first piece was 86.5cm in length and included the distal tip. The second piece was 194cm in length and included the sma connector. The total length of the returned fiber was 280.5cm, which is within specification. The exposed glass tip measured 3.5mm and appeared used. Examination under magnification revealed that the pattern on the tip face was consistent with normal degradation. The fiber jacket adjacent to the distal tip showed minor burn marks. The fiber jacket adjacent to the broken ends of the fiber appeared melted and charred, indicating that it's likely the fiber broke while energy was being delivered. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam was seen exiting at the fiber break and was bright, clear, and scattered. The condition of the returned product confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an accumax 365 laser fiber was used during a laser lithotripsy procedure in the ureter performed on (B)(6) 2015. Reportedly, the laser unit was a dornier console with 10hz x 800mj settings. According to the complainant, during the procedure, the laser fiber broke off in half inside the flexible ureteroscope. The broken fragment did not fall into the patient and was contained within the scope. The broken fiber was successfully retrieved along with the scope and the procedure was completed with another accumax 365 laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.